Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Checks and calibration were performed and they were acceptable. Technical intervention was performed but did not solve the problem. The electrode was changed and it solved the issue for a little while but then the issue returned. Maintenance of flow washes was done and green rack wash was performed daily. The ise drain was checked and cleaned and the ise solutions were changed. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for multiple patients' samples tested on a cobas 6000 c501 module when compared to a different cobas analyzer. Results for the sodium (na) test were affected. Discrepant results for 2 patients' plasma samples were provided. The unit of measurement was not provided. Patient 1: initial result: >200. Repeat result: 134. Patient 2: initial result: 170. Repeat result: 135.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.